Event description:
It was reported that during a sigmoidectomy procedure the device showed the lower performance in cutting and sealing. Competing device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.